Manufacturer narrative:
Date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report. Additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient developed skin irritation from the 63b electrodes. The patient was applying the electrodes on the lumbar area. The patient stated that he was breaking out on his back, from the new 63b electrodes. The patient advised to do a time test. The patient did call his doctor and the doctor advised him to discontinue treating with the device the 72r and 63b electrodes caused skin irritation, rash and blisters. It was reported that no further information is available. The 63b electrodes were not returned for evaluation.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: bone stimulator. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted

Event description:
It was reported by the patient developed skin irritation from the 63b electrodes. The patient was applying the electrodes on the lumbar area. The patient stated that he was breaking out on his back, from the new 63b electrodes. The patient advised to do a time test. The patient did call his doctor and the doctor advised him to discontinue treating with the device the 72r and 63b electrodes caused skin irritation, rash and blisters. It was reported that no further information is available.